Event description:
It was reported that the user experienced elevated blood glucose for several hours while using the ilet and contacted support; the agent recommended replacing the teflon 6 mm 23 in infusion set, which the user declined, then guided the user to fill the tubing to confirm insulin flow, after which insulin delivery was resumed and the user was advised to monitor for a decrease within 90 minutes. Symptoms included hyperglycemia. Outcomes included no hospitalization and no alarms. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with a potential infusion set or flow interruption suspected but not confirmed, given that insulin flow through the tubing was restored and deliveries resumed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.